Event description:
The patient fell off a sofa, afterwards he had no more access to sound. There is no swelling above implant site and no sign of trauma anywhere on head. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding. This is a final report.

Event description:
The patient fell off a sofa; afterwards he had no longer had any access to sound. There is no swelling above implant site and no sign of trauma anywhere on his head.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.